Event description:
The customer reported that there was no fluoro of the system. There was no response after pushing the xray on button.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a broken video pin on the interconnect cable receptacle. He replaced the interconnect cable receptacle and replaced the battery pack circuit breaker due to visible arc on inspection. He tested the system boot and fluoro and verified kv tracking and image resoltuion in specification. The system is operating as intended.